Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that spectra penile prosthesis (spp) 12mm x 20 cm device was tried not used on unknown date. A 12mm x 16 cm device was used to achieve the desired results. Should additional information be received, or product analysis completed, a supplemental report will be filed.